Manufacturer narrative:
Initial report ref to natus complaint (B)(4). Per customer's account of the event: "lumbar drain was inserted and when catheter was being adjusted over the bevel of the needle it sheared off inside the patient. It may have been that the guidewire was removed from the catheter so that when it was advanced through the tuoey needle it bunched up. The guidewire was reinserted and this was when the catheter sheared off. The clinical team is used to the integra product which comes with a pre lubricated guidewire. Surgery was required to retrieve the catheter piece." Customer confirms the product has been thrown out and is not available for return. Lot number was not provided. There are no CAPA's related to this issue and this complaint does not identify a deficiency in the product design and therefore a CAPA is not required. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. Acceptable risk as per hazard ID line 4.37 doc-(B)(4) risk analysis spreadsheet - eds 3 external drainage system, severity - 11, moderate risk. A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. Service repair investigations will be conducted during the repair process and trend data will be reviewed per qms-004442. Further investigation to be carried out.

Event description:
Part nt821707 drainage kit, lumbar - lumbar drain was inserted and when catheter was being adjusted over the bevel of the needle it sheared off inside the patient.

Event description:
Part nt821707 drainage kit, lumbar - lumbar drain was inserted and when catheter was being adjusted over the bevel of the needle it sheared off inside the patient.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Customer confirms the product has been thrown out and is not available for return. Lot number was not provided. Faillure confirmed: no. Investigation result: san diego/eds products/no return of device for evaluation closure rationale: complaint could not be verified, materials not returned for analysis. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Manufacturer narrative:
Follow up report 002 ref to natus complaint # (B)(4). Customer confirms the product has been thrown out and is not available for return. Lot number was not provided. Video and pictures were provided of the product. Capa005041 created to investigate this failure. Complaint history was reviewed for the previous two years and found 1 confirmed complaints, giving an incident rate of 0.022%. Per qms-004442 complaint histories are reviewed routinely per quality system requirements and any complaint trends are assessed and documented as part of these reviews. A review of (B)(4) rev 03 natus external drainage lumbar catheter-risk analysis spreadsheet, identifies the hazard situation as "hazard ID # 1.1" based on complaint of "doctor extracted the lumbar drain and as it was being removed the tip of the drain unraveled/frayed, piece left behind. Severity 11 - the residual risk level is considered acceptable. This determination is based on the information received by the customer who reported "drainage kit, lumbar - needle out of the new replacement lumbar drain kits broke off inside a patient". A risk review is not required as this complaint does not describe a new failure mode or new harm and the existing hazard severity and/or probability of occurrence has not changed. DHR reviewed and no anomalies were found. Failure confirmed: yes investigation result code: san diego/eds products/user error / improper use of device. Closure rationale: complaint could not be verified, materials not returned for analysis. Based on evaluation of this complaint there is no safety risk of harm, individual complaint related to issue stated. Complaint will be included in trending data for further review and investigation if needed.

Event description:
Part nt821707 drainage kit, lumbar - lumbar drain was inserted and when catheter was being adjusted over the bevel of the needle it sheared off inside the patient.